Event description:
Report received of an independent rate change. The pump was returned to the user facility's biomedical engineering department with an unsigned note stating, "channel be rate changed on its own." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing by the user facility, no independent rate changes were noted; however, "the down arrow key would not work." There were no reports of any adverse patient events while the pump was in clinical use.